Manufacturer narrative:
Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported entrapment of device, device embedded in tissue or plaque, vasoconstriction and surgical intervention appear to be related to operational context. In this case, it is possible that the reported entrapment of device, device embedded in tissue or plaque, vasoconstriction and surgical intervention are related to patient anatomical morphology and/or use techniques employed. However, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported a diamondback 360 peripheral orbital atherectomy device (oad) was being used in an attempt to treat heavily calcified, moderately tortuous, 100% stenosed posterior tibial artery (pta). Glideassist mode was used in an attempt to cross through the pedal arch to treat the pta, however, the oad became stuck in the pedal arch. Multiple attempts were made to dislodge the oad. All attempts were unsuccessful. Open endartectomy of the dorsalis pedia was performed to free the oad. The patient was in stable condition with patent dorsalis pedis. It was indicated the vessel was too small for the oad and a vasospasm occurred, which led to the oad becoming stuck.